Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2010. It was reported that the pt complained of ineffective stimulation. The physician decided to explant the lead on (B)(6) 2011 and retrial the pt at a later date. The explanted lead was discarded by the facility; therefore, it will not be returned to the MFR for evaluation. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.